Manufacturer narrative:
Product complaint # :(B)(4). This product was inadvertently reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states patient fell roughly a year ago causing periprosthetic fracture around the revision femoral component. Patient was treated non-operative and fractured healed. Patient¿s pain continued and the femoral component was found to have loosened, possibly due to prior fracture. Femoral component was removed and replaced with another revision component. Tibia was well fixed and left in place. Doi: (B)(6) 2014; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint #: (B)(4). This product was reported in error. Depuy doesn¿t have the responsibility to make a reporting determination and submit adverse event reports for this instrument. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate